Event description:
Event description: edwards patient support personnel spoke with a care advocate today calling on behalf of his wife. The sole reason for the call was to request the patient's implant card. While obtaining information from him, he mentioned that on (B)(6)2021 during a tavr procedure, while accessing the femoral artery (according to him, "they put a balloon in to enlarge the artery"), the artery ruptured. The patient ended up having the valve implanted surgically instead. As a result of the complication with the tavr procedure, the patient lost a lot of blood. She ended up having a stroke, spent 3 weeks in ICU and then 30 days in rehab. However, she is now recovering and is doing well. Additional follow up was performed and per implanting physician, there was no ilio-femoral complications. This was a complication that occurred during the pre-bav, in which an annular rupture occurred from an undersized balloon and the lvot calcification with non-edwards devices. The physician confirmed it was an attempt for a non-edwards tavr valve/procedure, so no edwards tavr devices were used in this procedure. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).